Manufacturer narrative:
(B)(4). The device was initially reported as returning, but the device was not returned. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with mild tortuosity and moderate calcification. The 2.75x33 mm xience xpedition was advanced towards the lesion, but resistance was met and while pushing the device, the proximal shaft separated. The device was removed without issue. An unspecified device was used to complete the procedure with a good patient outcome. There was no reported clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was returned for evaluation. Device evaluated by manufacturer. Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.